Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient age/date of birth, and weight not reported. Device is an instrument and is not implanted/explanted. Device is not expected to return for investigation. (B)(6). A review of the device history records has been completed. Manufacturing location: (B)(4), manufacturing date: october 27, 2011. No non-conformance (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a rod cutter broke intraoperatively on (B)(6) 2016 during an unknown procedure. All fragments were removed and none remained behind in the patient. There was no prolongation of surgery and the patient outcome was stable. This is report 1 of 1 for (B)(4).